Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. A customer reported receiving an unspecified low glucose reading on the abbott diabetes care (adc) device. The customer did not notice a trend arrow on the device. The customer experienced contained pupil and required administration of juice, jam, syrup, cakes, and powdered sugar from non-healthcare professional for treatment. The customer was hospitalized and required administration of unknown treatment from healthcare professional (hcp) for the issue. There was no report of death or permanent impairment associated with this event. Additionally, a sensor scan of 39 mg/dl was compared to a reading of 501 mg/dl obtained on a hcp meter. The length of sensor wear was 4 day. When the results were plotted on a parkes error grid, fell into the d zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.